Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500mg/dl to "high". Reportedly, the infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection and performed a supply change to address the issue and went to the emergency room with ketones; specific amount was not known. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, insulin, and potassium. Date of discharge was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.